Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had under delivery. The customer¿s blood glucose value at time of incident was 300 mg/dl. Other blood glucose level mentioned was 180 mg/dl. The customer was treated for high blood glucose with manual bolus. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was using the insulin pump within 48 hours of high blood glucose event reported. The customer reported that declined troubleshoot for high and low blood glucose level. The insulin pump will be returned and reservoir will not be returned for analysis.